Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty, after pressing the green button and squeezing the handle, surgeon heard a noise as if something had broken internally in the device and it did not fire the charge, needing to be replaced with another handle. Surgery was extended by 10 minutes. No patient injury.